Manufacturer narrative:
(B)(4). The customer indicated they would obtain a replacement battery. The battery was not returned to physio-control for evaluation. The battery was approximately 8 years old and had likely become depleted normally due to age and use. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
The customer reported that during an attempt to use their device on a patient, the device powered on and almost immediately lost power. The device could not be powered back on for use. The customer stated that the battery was in a very low state which is an indication that it likely could not have been used to provide effective defibrillation therapy to the patient. The customer reported that the patient was found in the bathroom at approximately 7:30am on a saturday morning after last being seen entering the same bathroom around 11:00pm the previous night. Once the patient was found, it was reported that rigor mortis had set in. The patient did not survive. The medical director reported that due to the condition of the patient when found, the reported device power failure did not contribute to the death of the patient.